Event description:
The customer reported communication error e216 for an olympus colonovideoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e216 a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: fluid invasion at s-connector side with no leak leads to error e216 and e226. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.